Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, user was unable to issue, de assign, or assign medications because no cubies in drawer 4 would release or open. Bin 04-04 was destocked during a cycle count, and several items were found destocked in bins 04-00, 04-06, 04-07, 04-10, and 04-11. Similar issue occurred with drawer 7 previous week, which was resolved by rescanning the drawer .The drawer was rescanned, however, the cubies still did not release or open for reassignment. However, there was no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-DEC-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device of this incident, it was determined that the retractor band was faulty. A Technical Support Specialist (TSS) guided the customer through restarting the cabinet using the power switch and restarting all in one (AIO). During troubleshooting, no failed drawers were found in the Populate Buttons screen; however, non-assigned cubies still failed to release in the Cubie Admin screen. The TSS also observed that during a cycle count of bin 04-04, the drawer did not open, and the item was automatically de assigned in MedBank myQLink (MQL). Subsequently, a Field Service Engineer (FSE) performed a physical inspection, reseated the row board cables at the trays and drawer controller, and verified that the cabling was in good condition. Based on MedBank Support's recommendation, the FSE replaced the retractor band for drawer 4. After the repair, the drawer and all cubies were fully responsive, and the customer confirmed normal operation. The system functioned as intended after the Field Service Engineer repaired the device.